Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. A day after hospital admission, pd therapy was stopped and patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and patient outcome was not reported. No additional information is available.